Event description:
The facility completed an incident report against this device based upon the patient not receiving any pain medication for two days. The nursing pca records showed that 13ml was observed to be remaining in the syringe after multiple checks. The fact that the syringe level did not change was identified by one of the night shift nurses and the facility was able to back this up by checking the pharmacy records which verify that no new syringes were issued to the patient over a two day time frame. The facility reported that the patient was suffering from nausea due to abdominal pain that was not properly managed. The facility swapped pumps and the patient's therapy was resumed. The patient was reported to be doing fine once the new pump was put into service.